Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: 978b128, lot# va314st, implanted: (B)(6) 2024 and product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 22-jul-2026 and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had a follow up appointment with their healthcare provider (hcp) today and the hcp helped them connect to their therapy. Patient said they lowered the intensity of the therapy to 0.7 because once in a while they would get a kind of acute zap in the middle of their buttocks, not up where the incisions were but lower, right in the center of their buttock. Patient reported their personal assistant (pa) mentioned they were 3 weeks out of surgery andthe incision where the lead was put in still had a little more healing to do. Patient also reported the incision scar was still sore. Redirected to doctor if issue persists. Patient reported pain at incision site and acute zap in the middle of their buttocks.